Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level around 400 mg/dl. The customer was thirsty and was lethargic. The customer bolused with 28 units. About a year ago the customer went to the emergency room due to dehydration and high blood glucose levels. The customer believed she had reported the event. Customer's blood glucose level was over 600 mg/dl. The customer was treated with saline. She also stated that she tried changing her infusion sets and bolused but nothing worked. The customer was wearing the insulin pump at the time. Troubleshooting was declined. The customer did not troubleshoot and did not send the product back for analysis.